Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker had 1.5 years remaining. Analysis showed that the last auto capture test was incomplete and the output voltage was 3.5 volts (v). However, with the limited data provided it appeared that during the last week auto thresholds were not in retry. The device was operating in the lowest current bin. In addition, the higher setting caused the difference in longevity in which the battery showed a 2.2 to 3.3 year difference. Additional information indicates that the programmer algorithm misinterpreted data from device and displayed an incorrect longevity projection. The pacemaker was explanted. No additional adverse patient effects were reported.